Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): g2. Foreign: japan h3 device evaluation: analysis found that the device was scrapped due to the recharge antenna failure where the controller won't power on when the recharger is plugged in. H6 codes belong to the recharger d9 and h3 refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the controller was at 100%, but the display said to charge the battery. (The implanted neurostimulator (ins) was not currently displayed, so it is unclear, but it does not seem to be mistaken for charging the ins). Additionally, the ins could be charged to 100%, but today, it does not respond even when the recharger was connected. The lamp does not light up. It does not change when the recharger is inserted and removed, or when the battery pack is inserted and removed. The controller can be charged. (The indicator displays during charging, and the lamp blinks.) Currently, the controller is 100% and the ins is 60%. Cause of the issue was not known; the patient was going to be contacted by the person in charge. There was no health damage, so no treatment was performed. The issue has not resolved. Additional information received reported that it was unknown whether the cause of the recharging issue was determined. The cause of the controller showing 100%, but the displaying indicating to charge the battery was not determined. The device was to be replaced with a new one. The issue remained unresolved at the time of follow-up. There remained no complications reported or anticipated.